Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implants in tooth location #25 and 26 fractured and were removed. The patient came with the prosthesis with mobility and after check up and x-rays it was noticed the implant heads were fractured. Doctor proceed to remove the implants. Waiting for healing before placing new implants

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One imp,tsv,mcol mg,3.7mm,10m, tsvmb10 and one imp,tsv,mcol mg,3.7mm,11.5mml, tsvmb11 was returned for investigation. Visual inspection of the products revealed a removal tool still attached to one of the implants. Both implants were fractured at the collar and the unknown screw was fractured at the shank. Since the bottom portion was not returned, the exact item number was not able to be identified without accurate measurements. Device history record (DHR) review was completed for the subject lot number (63610518 & 64010511). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63610518 & 64010511) for similar event (complaint category keywords: fracture implant/screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.